Manufacturer narrative:
Based on the information provided ¿ which may include the returned device (if available), photographs, videos, event description, and any additional field input ¿ arthrex has determined the most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.

Event description:
On (B)(6) 2025, a distributor reported via email that an ar-4570 fiberstitch implant became stuck and could not be deployed. Additionally, an ar-1588rt-2j tightrope ii rt broke while the surgeon was performing tensioning. No further details were provided. These issues were discovered during the procedure. Additional information was received on 10/28/2025: this occurred during an acl reconstruction procedure on (B)(6) 2025. The ar-1588rt-2j tightrope ii rt broke when the implant was being tensioned into place. The case was completed using an ar-1588btb btb tightrope. The case was delayed 15 minutes, and no additional anesthesia was administered. No instrument was used to prepare the bone socket for implant insertion. The bone quality was assessed as good bone. No adverse effects reported.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.